Event description:
"A pt came to the catheterization lab for angioplasty. A pt2 .014" 300 cm guidewire was advanced to diag, first diagonal branch of the left aterior descending coronary artery. When the wire was pulled back (no resistance) the pt2 wire broke off into the distal diag."

Event description:
It was further reported that the pt remained asymptomatic and hemodynamically stable during this event. No intervention was planned in response to the retained portion of the fractured wire, but the pt underwent CABG surgery for an unrelated issue.

Event description:
It was further reported that the pt was found to have bifurcation stenoses of the left main (lm) and also of the obtuse marginal branch (om) coronary arteries. The ohysician planned kissing stents of the lm and a stent to the om. The physician used an 8f introducer sheath for vascular access and an 8f jl4 guide catheter to cross the lesion. A pt2 guidewire was placed into the om without difficulty and an attempt made to direct-stent the lesion, but the physician was unable to pass a cypher 2.5/12mm stent to the mid circumflex (cx) coronary artery. The stent was retracted and the lesion predilated with a maverick 2.5/12 mm balloon which decreased the stenosis in the om and cx to approx. 50%. The physician was again unsuccessful in passing the cypher stent, so a taxus express2 2.5/12mm drug eluting stent was attempted, but was also unsuccessful. Further ballon inflations were performed. The physician then placed a pt2 guidewire inot the left anterior descending (lad) and diagonal (diag) coronary arteries. Balloon inflations were again performed, followed by unsuccessful delivery of a stent to the cx artery. The wire in the diag was removed (in case the dual wires were impeding the progression of the stent), but the physician was till unable to pass the stent into the mid cx artery. The guide catheter was changed to a voda 3.5 and a reflux wire was placed in the om. Ptca was performed with a guidant voyager 2.5/9 mm balloon which decreased the stenosis to 50%. Following ptca, the physician noted dye staining indicative of an aortic dissection in the aortic root and a fracture of the pt2 guidewire which had been previously used. Approx 10 mm of radiopaque substance was seen in the distal vascular bed, but it was non-flow limiting and appeared to be of no clinical consequence to the pt (without EKG changes or chest pain appreciated). The guidewire and guide catheter were removed and an aortogram was performed which demonstrated the dissection to be somewhat localized in the aortic root. The pt tolerated the procedure and was chest pain free at the completion of the case.